Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient had a headache and a pressure-like feeling in his eyes since implant. The were no known environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done and was negative. The patient¿s pump had been used to deliver morphine and other medications to rule out a medication reaction. The pump currently had no medication in it. The device system was explanted secondary to the patient¿s new symptoms of headache and feeling of pressure in the eyes since implant. There were no plans to replace the infusion system in the future. It was unknown if the issue was resolved at the time of the report. The patient status was reported at ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
The pump and catheter were returned and analysis found no allegations on the pump. Analysis found catheter kink and slice/cut on anchor. Another findings were transition tubing damage and ring fingers damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. The pump and catheter were returned for analysis. The device was used in the patient and was intended for treatment. It was reported that the patient experienced a constant headache, and pressure behind eyes since pump placement. It was noted that no extravasation was seen on the dye study. It was indicated on the paperwork returned with the devices that the reason for removal was "other." The printout of the logs from (B)(6) 2018 indicate the pump contained normal saline. There was no patient death related to the event. No further complications were reported/anticipated as a result of the event.